Manufacturer narrative:
Retainer ring = missing. Customer returned pump for an alleged frozen screen and blank display found on dec 18, 2021. The pump powered up properly after battery installation. Pump was received with a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. Pump passed the active current measurement and sleep current measurement. The pump alarmed pump error 63 during the self test. The pump was monitored for several hours and no frozen screen or blank display noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted during testing. No power error 25, low battery alert and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, low battery alert was recorded and found in the formatted history file on: 12/17/2021 13:34:00.000 insert battery alarm was recorded and found in the formatted history file on: 12/17/2021 23:47:33.000, 12/17/2021 23:49:49.000, 12/17/2021 23:59:00.000 12/18/2021 15:44:05.000 replace battery alert was recorded and found in the formatted history file on: 12/17/2021 23:05:00.000 and 12/17/2021 23:15:00.000 power loss alarm was recorded and found in the formatted history file on: 12/17/2021 23:47:31.000 to 12/17/2021 23:47:42.000 12/17/2021 23:48:10.000 to 12/17/2021 23:48:21.000 12/18/2021 00:00:28.000 to 12/18/2021 00:00:39.000 12/18/2021 15:45:32.000 and 12/18/2021 15:45:43.000 and replace battery now alarm was recorded and found in the formatted history file on: 12/17/2021 23:36:00.000 and 12/17/2021 23:46:00.000 upon checking on the power data/detail trace file, low battery alert, replace battery alert/replace battery now alarm and power loss alarm were expected since the battery has low/no power. The customer may have used a low/depleted battery. Pump error 63 alarm (variable info = 03) was recorded and found in the formatted history file on 07/08/2022 07:43:37.000. The keypad overlay was removed to perform visual inspection and found a broken trace on u1 keypad assembly. Pump error 63 alarm (variable info = 03) was confirmed due to broken trace on u1 keypad assembly. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. The following were noted during visual inspection: a missing display window/cover, a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label missing. A missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer were confirmed. Frozen screen and blank display were not confirmed. Pump error 63 alarm was confirmed. Pump error 63 alarm due to broken trace on u1 keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump screen was blank was not working even though customer had changed battery several times. No harm requiring medical intervention was reported. The device will be returned for analysis.